Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that the staples malformed. During the endoscopic rectal surgery, after fired, found the staples malformed, suture was used to sew the wound. There were no adverse consequences to the patient.